Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to dislocation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product / lot code / expiration date, date of implant, PMA/510(k) number, manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. "